Manufacturer narrative:
A1: patient identifier: not provided on medwatch form a2: age or date of birth: not provided on medwatch form a3a: sex: not provided on medwatch form a3b: gender: not provided on medwatch form a4: weight: not provided on medwatch form a5: ethnicity: not provided on medwatch form a6: race: not provided on medwatch form b3: date of event: unknown d6a: implanted date: date the device was implanted is unknown d6b: explanted date: unknown if the device was explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw0501120000-2024-8010. The event description states that: "patient was admitted for observation obs following hepatic angiogram due to closure device complication s/p angioplasty of affected segment. Original intended procedure? Hepatic radioembolization preparatory angiogram & lower extremity angiogram with intervention."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors or improper deployment resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).